Manufacturer narrative:
An incomplete seal can exist between the disposable absorber and the breathing circuit lower assembly of the carestation 600 series systems. This incomplete seal can allow rebreathing of patient gases that have bypassed the carbon dioxide (co2) absorbent material and could result in unintended elevated inspired levels of co2 (fico2), which could lead to hypercarbia. Ge healthcare initiated and reported a field modification for this issue per 21 cfr 806 on october 18, 2017. The FDA report number for this recall is z-0579-2018. No report of patient involvement. (B)(4).

Event description:
Recall for replacement of bypass assembly for high co2. There was no report of patient involvement.

Manufacturer narrative:
This event was re-reviewed and it was determined that there was no allegation of failure, but the ge healthcare service representative was installing the field modification as instructed in fmi34086. This is not a reportable event. Ge healthcare initiated and reported field modification fmi34086 per 21 cfr 806 on october 18, 2017. The FDA report number for this recall is (B)(4).